Manufacturer narrative:
(B)(4). Batch: r5854m. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with two cartridge reloads present. The cartridge reload (b) was received fully fired. The cartridge reload (c) was received partially fired 1/16, with the pan partially dislodged and damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic radical resection of lung cancer surgery, could not fire farther after fired 1/3 with a gold cartridge at the articulation. Removed from the patient, tried again at the straight way, could perform firing. Changed to a green cartridge, the event re-happened. The customer suspect it is related to articulation issue. There was no patient consequence reported. No additional information can be provided.